Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up with implantable cardioverter defibrillator in backup vvi mode. Patient received an MRI for which they had not been programmed in MRI conditional settings. After a restoration was performed successfully. The device resumed normal function. The patient would continue with regular follow-up.